Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the hospitalization event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, mild diabetic ketoacidosis and respiratory infection on october 4, 2019 with blood glucose of 251 mg/dl. The customer did experience symptoms of high blood glucose value such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated with insulin pump after hospitalization. The customer was wearing the insulin pump after hospitalization. The insulin pump will not be returned for analysis.